Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar incidents reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported positioning failure appears to be due to procedural conditions. The reported tissue damage appears to be due to the reported positioning failure. There is no indication of product quality issues with respect to manufacture, design or labeling.na

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted without issues, reducing mr to 1. To further reduce mr, a second clip was advanced. The leaflets were grasped, and the clip was closed. The posterior leaflet came out of the clip and the leaflet was noted to be torn; new mr backflow was observed, however mr remained at 1. The decision was made to not implant the second clip. No additional information was provided.